Event description:
It was reported that the seat section of the chair dropped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon further investigation it was identified that the reported event of the seat section of the chair dropped was reported in error. This device did not have this reported event occur.

Event description:
It was reported that the seat section of the chair dropped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.